Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 144mg/dl at the time of incident. Troubleshooting found that the silicon strip above the display screen is missing and the keypad buttons are not responsive. Customer also indicated that the keypad area looks like it is inflated. No further details given.

Manufacturer narrative:
The device passed the displacement test. All buttons functioned properly. No damage in the keypad assembly noted. The connector was inspected and properly connected. The device was received with scratched case, missing display window cover and cracked retainer.